Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in nozzle. Based on the results of the investigation, it is likely insufficient pre-cleaning and rinsing inside the duct, and insufficient drying due to buttons not being removed when the endoscope was stored caused the foreign material to remain; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.